Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 47.3 mm in diameter abdominal aortic a neurysm. The proximal neck was 23.1 mm in diameter. It was reported that on an unknown date (approximately 6 months ago), the patient was hospitalized for hepatitis and the patient¿s anti-coagulant therapy was discontinued during that admission. The patient currently presented with claudication. A study done in the physician office determined the left limb of the stent graft to be occluded ( contralateral limb). The physician did not feel that this was limb threatening. The physician decided to treat the patient with a femoral-femoral bypass since the occlusion is likely chronic, since the time anticoagulation was stopped 6 months ago. The patient has not been treated to date and the procedure has not been scheduled. No clinical sequelae were reported and the patient is fine. A review of a drawing showed that the left limb was completely occluded beginning at the flow divider. The current aaa size is 5.1cm.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft occlusion); patient¿s condition affected effectiveness of device (medication change); caused by another drug/device (medication change). Conclusion: known inherent risk of procedure (stent graft occlusion); device failure related to patient condition (medication change).